Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose and they visited to the clinic. Customer's blood glucose level was 19 mmol/l. Customer did not provide the details of clinic visit. Customer mentioned that the insulin pump was suspend insulin unexpectedly. Customer reported that there were suspend modes showing in the carelink reports. Customer did not want to continue troubleshooting. No further details given. Insulin pump will not be returned for analysis.